Manufacturer narrative:
H6: product ID: 977a260 , s/n: (B)(6): upon further review, previously reported fdd code a150202 has been updated to a1502. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative (rep). Rep reports explanted devices were discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-apr-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient implanted with neurostimulator (ins). It was reported that all 6 that were out were reading 40000. Return of pain was reported. Tried using different contacts. One lead had 6 contacts out with impedances. The doctor was unable to put the second lead back in its original space, so replaced both leads.